Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 30mm x 143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 9 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.